Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited an impedance anomaly and was noted to be fractured. The lead was capped and replaced. No patient symptoms or additional information was reported.